Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was 259 mg/dl at the time of the incident. Customer reported that the air bubbles were located in the reservoir. It was they had huge air bubble and will have to change set. The customer declined troubleshooting for high blood glucose and air bubbles. The customer was advised to follow up with health care professional if current settings need to be changed. The reservoir will not be returned for analysis.